Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during priming. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had diminished battery life and screen backlight did not function. No troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked belt clip slot, a cracked lcd window, a cracked case at the display window corner, a cracked battery tube threads and a cracked reservoir tube lip. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no unexpected battery issues/anomalies noted. Also, no backlight and rewind anomaly noted during the testing. No unexplained alarms, loud rewind and rainbow glaze on the screen noted during testing and visual inspection. Device primed properly. (B)(4).